Event description:
Patient was implanted with a nalu peripheral nerve stimulator system in (B)(6) 2022. In (B)(6) 2024, the system was found to have high impedance readings on one lead. The system was reprogrammed to use only the functional lead and the patient continued to use the system in that capacity for approximately 5 months. In (B)(6) 2025, the patient reported needing an MRI scan which was unable to be completed due to the impedance issues with the implanted lead. On (B)(6) 2025 the nalu system was fully explanted.

Manufacturer narrative:
The patient reported no excessive activities and no traumas that are likely to have contributed to the lead malfunction, however the patient is reported to be a frequent traveler and it is unknown how the prolonged sitting and other aspects of traveling may have affected the device. The most likely cause of the impedance issues is fracture to the lead itself or the connection between the lead and the ipg. Nalu personnel were not made aware of the scheduled explant procedure and thus were not able to be present to observe the state of the device. The components were not retained and thus not available for further examination by the firm.